Manufacturer narrative:
H.6. Investigation: four photos of a loose 3ml syringe with needle attached were received and evaluated. Two photos displayed the entire syringe with needle shielded with one photo also displaying the top web of a blister pack from batch 9189773 (p/n 309570). Two photos displayed an unshielded cannula with some visible white foreign matter fibers attached mostly near the tip. The foreign matter appeared to be plastic fibers and with a cluster larger then level 3 in size, which was rejectable per product specification. Possible root cause, could be dust created by the friction of the plastic hub; possibly the assembly area was not emptied during cleaning activities. No corrective actions are necessary based on the defective rate identified. DHR was performed. There was no documentation for this type of defect during the entire production run of this batch. Batch 9189773 is considered in compliance with our product specification requirements.

Event description:
It was reported that prior to use foreign matter was discovered on needle with a bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that a rn found a syringe with a needle that was dirty.

Manufacturer narrative:
Initial reporter state: address information was not able to be obtained. Al was used as a place holder based on the user facility name. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use foreign matter was discovered on needle with a bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that a rn found a syringe with a needle that was dirty.